Event description:
Per the clinic, the device was explanted (date not reported) and the patient was reimplanted with another cochlear device on (B)(6) 2022. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 28, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 28, 2022.